Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
The reported complaint is not confirmed. The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The search found that thirteen lot numbers have been shipped to the complainant in this time period. The CAPA trigger was not exceeded by any of the aforementioned lot numbers. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. Lot 14ku02006 revealed that alh (B)(4) was opened to address a mixed tote of f7 and f8 housings that was found on the same pallet. Rework (B)(4) was performed to inspect the dialyzer batch for f8 housing. There were no f8 housings found during rework (B)(4). All discrepant product was discarded.

Event description:
The patient's estimated blood loss was 200mls.

Event description:
A hemodialysis facility has reported that during treatment a blood leak occurred. Test strips were used to confirm and the machine alarmed. Estimated blood loss is unknown at this time. The patient had no adverse effects and no medical intervention was required. The patient completed treatment with a new set-up. Sample is not available for manufacturer evaluation.